Event description:
Per the surgeon's report, this patient began experiencing poor performance in 2004. Testing in 2005 revealed a typical responses on several electrodes. The patient was explanted and reimplanted with a new device in 2006.